Event description:
The primary knee was implanted in 2002. The pt lot flexion and extension movement in their knee. In 2004 dr. Attempted to change the insert and downsize the femur but neither was successful in resolving the problem. He then ex-planted the bks and implanted a constrained zimmer knee.